Event description:
It was reported that the inflatable penile prosthesis (ipp) pump would not inflate the cylinders. The patient underwent a replacement surgery and upon removal of the pump, it worked and inflated the cylinders. Therefore, the physician decided to replace only the pump. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.